Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on the morning of (B)(6) 2010, the patient heard some buzzing and crackling noises from her ci for the first time. The ci then became intermittent during the day and then suddenly she heard a loud banging noise. Since this episode she had heard no sounds. Her audiologist suspected at first that the problem was with the speech processor, but after re-programming, the patient was still not able to hear any sounds. Both speech processors were functional. Testing confirmed that the device has malfunctioned.